Event description:
It was reported that the patient experienced dizziness and there was t-wave oversensing (twos) 400ms after a biventricular (biv) pace. It was also noted the premature ventricular contraction (pvc) response could be causing the atrial event after the twos to be in refractory. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.